Manufacturer narrative:
The device has been received by anspach. Reliability engineering evaluated the device, and the reported problem was confirmed. It was concluded that the reported noise was due to electrical component failure due to normal wear from normal use over time. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was "making noise." The device was being used during ear surgery. There were no patient or user injuries reported. There was no additional information provided.